Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings in the range of 500 mg/dl to 600 mg/dl. It was noted that the customer was advised to stay off the pump due to the high blood glucose readings. Customer stated that she has been treating with insulin pens. Customer also mentioned being in the hospital due to a heart attack on a separate incident. No further information reported.